Event description:
A malfunction alarm was reported, identified by code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed to revert to multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address for a replacement pump and provided instructions for returning the malfunctioning pump, which the customer acknowledged.